Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019 after being transported in an ambulance. The cause of death was is still unknown. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer was found unresponsive at home but was still breathing. The customer¿s blood glucose was over 500 mg/dl at the time of hospitalization. The customer had been unconscious for 24 hours. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller stated that the customer possibly had a fall earlier in the week that they passed. The caller agreed to return the insulin pump for analysis. Frn-mmt-332-rsvr; unomed set.